Event description:
The customer reported that vasoseal was used on 4/3/98. During deployment of first collagen plug, the physician felt resistance. He continued deployment until sheath separated from the hub. There were no clinical complications. The second operator, holding occlusive pressure, stated that the sheath was felt under fingers.